Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the home choice (hc) machine during dwell 4 of 6. The technical service representative (tsr) assisted with troubleshooting and cleared the alarm. The tsr also advised the hp to start over with all new supplies or continue with manual bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.